Event description:
Home patient (hp) reports incomplete prime of patient line of homechoice set. Hp was unable to reprime line and had to do manual exchanges to complete treatment. No patient injury or medical intervention required per hp.